Event description:
The unit technician was cleaning patient in bed while rolled to left side and was positioned there for approximately 1-2 minutes against the siderail. The unit technician heard a 'click' noise and the side rail disengaged, dropped, and the patient rolled out of the bed onto the floor.